Manufacturer narrative:
(B)(4). Batch # m54c1e. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did the firing knob break off? Were all pieces which fell into the abdomen removed? Will all pieces be returned with the device? If not, how were they discarded? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemi procedure, the surgeon was about to conduct the second anastomosis and the handle of the gun broke off and fell into patients abdomen. The rest of the firing had to be conducted by using a scissors to hold onto lever and complete firing. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.